Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation. System logs showed an error indicating that the audio manager received an invalid configuration parameter.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported a recoverable error. The issue involved no sound from the system and attempts to power cycle the system did not resolve it. Troubleshooting steps included checking sound settings and performing a hard power cycle with emergency power off (epo), but the fault persisted. The procedure was converted to laparoscopic surgery with one additional port being placed. The customer did not report any additional injury for patient.

Manufacturer narrative:
Updated fields: h2 and h11. Additional information: an intuitive surgical, inc. (Isi) field service engineer (fse) performed a field evaluation at the site to further investigate the customer reported issue. The fse replaced the universal controller card (ucc) to resolve the reported issue. The ucc has not been returned for failure analysis evaluation.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal controller card (ucc) was returned and was evaluated by failure analysis. Upon visual inspection, no issues were found that would be related to the reported failure. In the logs, an error was found which means the audio manager for the ucc in the patient side cart (psc) received invalid configuration parameter, confirming the fault occurred in the field. The ucc was installed and tested onto a golden printed circuit assembly (pca) system where the component functioned as expected. The system started up without any error, with good image. The audio was loud and clear. The emergency power off (epo) functionality test passed. All the gantry motors were moved the full range of motion; test deploy for draping functioned without any issue. Voltage and current monitoring were within range. The system ran 20 power cycles with this board, and all passed. The ucc remained on the test system for hours in normal operation with no issue.